Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, several episodes recorded in the device memory showed non-physiological signals (noise/artifacts) on both channels.preliminary analysis revealed simultaneous noise oversensing on both channels, which most probably resulted from atrial and ventricular leads issues.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, several episodes recorded in the device memory showed non-physiological signals (noise/artifacts) on both channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Reportedly, a re-intervention was performed on (B)(6) 2021 and the associated atrial and ventricular leads were explanted. The subject pacemaker remains implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, several episodes recorded in the device memory showed non-physiological signals (noise/artifacts) on both channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
The pacing system was implanted on (B)(6) 2015. Reportedly, several episodes recorded in the device memory showed non-physiological signals (noise/artifacts) on both channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Event description:
The pacing system was implanted on (B)(4) 2015. Reportedly, several episodes recorded in the device memory showed non-physiological signals (noise/artifacts) on both channels.preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190204 - file-2019-00022 - analysis_and_closure_report_resp-2019-00022.pdf].